Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The device history record (DHR) for the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db, part number 60708015200 and lot number 27968701, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, a returned product investigation was performed on the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db. The physical evaluation revealed that the returned cuff had a leak at the weld, separating the two bladders. When one bladder was inflated, the both inflated. The results of the returned product investigation have confirmed the reported event. The additional product returned was sampled and the same failure was also found with those devices. While the returned product investigation confirmed that the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported the both bladders filled in the same time. No adverse events were reported as a result of this malfunction.